Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. An inflation difficulty occurred preventing the implant of a 2.5 x 13mm cypher select plus stent in the left anterior descending artery (lad). The procedure was completed with another device with no injury to the patient. Indication for the initial evaluation of the male patient is unknown. The lad is described as a tortuous, type b lesion with 70% stenosis. The safety and effectiveness of the cypher select plus has not been established in tortuous vessels. The lesion was pre-dilated prior to advancement of the cypher. Inspection of the returned device confirmed the reported inflation difficulty. Difficulties were experienced during the inflation of the balloon with water, the balloon could only be inflated above 14 atm. The balloon inflation and stent deployment was very slow. Deflation of the balloon was only possible during severe manipulation of the hypo seal. Microscopic examination revealed that the hypo seal was sealed to distal; there was no space between the distal end of the hypo seal and the distal end of the hypo tube. This incorrect position of the hypo seal resulted into a condition in which the inflation lumen was sealed tight around the stiffening wire. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Conclusion: the observed anomaly is a confirmed manufacturing related malfunction. There is no evidence to suggest that any clinical factors are associated with this event.

Event description:
During the coronary stenting procedure, the balloon did not deploy and the physician could not implant the stent. The balloon failed to inflate at 12-14 atm. There was no injury to the patient. A taxus stent was used to complete the procedure. The target lesion was the lad. The lesion was de novo, type b and tortuous. The vessel was predilated. The inflator used during procedure was from guidant.